Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including ECG functionality with test accessories on a simulator as well as a live subject without duplicating the report. Review of the device logs found the ECG signal to be noisy and inconsistent throughout the event; however, we cannot determine through the logs alone if the output is accurate. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed the ECG signal as an organized rhythm; however, the patient was assessed and had no palpable pulse. Clinicians continued CPR. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.